Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the error lamp on the camera was lit. It was noted to still be usable. No patient was present. It was noted that the camera needed to be replaced for this issue.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735821, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.